Event description:
Pump was set at 10 cc/hr. Pt received 250cc in 3 hours from pump #2. At 9:00 pm, the pump was started; stopped at 11:00 pm, and the bag was not empty. At midnight, the pump was restarted; and at 1:00 am, the bag was empty. Unknown medication being infused. On injury to the pt resulted.